Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's motor had issue, either it was not working correctly or was not working at all. The insulin pump gave errors for not actually delivering the insulin fairly often, many times right after they replaced the insulin and changed the site. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.